Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg is inoperable. In addition, the patient's programmer reflects a communication error. Consequently, the patient will consult with a physician as the next course of action.

Event description:
Follow-up information revealed effective therapy resumed following the procedure.